Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box, lot # 73h1600687 was manufactured on 08/29/2016 a total of (B)(4). Lot was released on 08/31/2016. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the sample was received with its trigger partially engaged. The sample appears used as there is biological material present on the device. The staples appear to be properly aligned. No other defects or anomalies were observed. The stapler was received with 38 staples left in the cartridge. Reference files (B)(4) for investigation photos. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was unable to form properly. It was noticed that a small piece of clear plastic was stuck in the distal end other remarks: of the device which prevented the staple from properly forming. The piece of plastic was manually removed and the device was disassembled. Upon disassembly, it was found that the piece of plastic broke off from the distal end of the cover block. The device was reassembled and another attempt to fire the stapler was made. This time, a staple was able to properly form and release. This was repeated multiple times with the same result. To simulate insertion into the skin, the stapler was fired into a foam pad. All three staples fired were able to engage and close into the foam. The remaining staples were fired from the stapler with no difficulty. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "staples jamming" was confirmed based upon the sample received. The sample was returned with a small piece of plastic stuck in the distal end of the stapler which prevented the staples from forming correctly and could prevent the staples from firing altogether. The piece of plastic was broken off of the cover block. It is unknown how the device was handled by the end user. At the time of manufacturing assembly, visistat staplers are 100% inspected for firing. It is unlikely that this type of damage was present at the time of manufacturing. Once the piece of plastic was removed from the device, the remaining staples were able to properly form and release. Based upon the damage observed and the information provided, operational context caused or contributed to this event.

Event description:
The stapler jammed inside. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The stapler jammed inside. There was no patient injury.